Event description:
It was reported that the device delivered inappropriate shocks for atrial fibrillation, and shock accelerated rhythm into vf. The device then failed to convert the patient. The patient was externally rescued. High dft and loss of capture were observed. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of inappropriate therapy was confirmed via review of the stored electrograms in the laboratory. The device was tested on the bench and using automated test equipment. No anomalies were found during laboratory analysis. It is believed that the assessment of the svt discriminators may have resolved the issue of misdiagnosed svts.